Manufacturer narrative:
This is one of two device reports associated with this event.

Event description:
The plaintiff's atty alleged the pt experienced a sudden cardiac arrest and subsequently expired the same day. Furthermore, the event was alleged to have been caused by the administration of the prod during dialysis treatment.